Manufacturer narrative:
Ths report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) went to the site. Once at the site, the fse removed the damaged housing from the middle pallet and discarded it. He replaced a new housing on the system and tested the system before handing it over to the customer for clinical use. The defective part was discarded and no log files or parts were sent for evaluation. (B)(4).

Event description:
Philips received information that the customer was acquiring a whole body bone scan and reported that a small plastic piece came off of the table and landed near the pt's head. The plastic piece did not make contact with the pt; thus no report of pt injury at the site. The site stopped the acquisition and removed the pt off the table without any problems.